Manufacturer narrative:
It was reported that at va portland health care system, the account is reporting the light suspension soffit slid down in or 41. During surgery, the principal procedure being dacryocystorhinostomy with stent, right, the base of surgical light 1 partially disconnected from the ceiling, causing dust and debris to fall into the surgical field. Given the light was positioned above the patient, the surgical team immediately moved the patient, surgical equipment, instrumentation, physicians, and nurses away to ensure safety. This incident resulted in a reclassification of the wound from clean contaminated to contaminated. The or nurse manager, biomed, va electrician, energy center and charge nurse immediately were notified of the incident. This incident was documented in the patient's chart under the nursing notes as an explanation as to why the wound classification is contaminated per the instructions proved by the or manager. A stryker field service technician was sent out on (B)(6) 2025 and found that a technician from the hospital had performed repairs. It was found that "reported issue no longer present. The ceiling cover retaining ring had been replaced and ceiling cover held firmly in place." The soffit ring (pn 77228) was returned from the customer. The ring from the customer was found to be out of specification. After this incident occurred there was an investigation opened into the soffit rings pn 77228. It was found on (B)(6) 2025 that the rings were out of specification per the drawing and an nc was opened. Rings were found to be out of specification for the diameter and radius measurements listed on the drawing, this was also seen in the ring that was returned from the customer. The service technician was sent out again on (B)(6) 2025, to investigate the issue further and determine if there were any conditions in the room that could have led to the failure seen. There were no additional factors noticed within the or, and it can be determined that the root cause was the ring being out of specification that led to the issue found. This failure mode has not exceeded any threshold and will continue to be monitored.

Event description:
It was reported that, during surgery, the base of the surgical light partially disconnected from the ceiling, causing dust and debris to fall into the surgical field. This incident resulted in a reclassification of the wound from clean contaminated to contaminated. They did flush the sterile field and exposed areas incase of residual debris.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that, during surgery, the base of the surgical light partially disconnected from the ceiling, causing dust and debris to fall into the surgical field. This incident resulted in a reclassification of the wound from clean contaminated to contaminated. They did flush the sterile field and exposed areas incase of residual debris.